Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to enter a blood glucose (bg) value which was above target and the pump did not recommend a bolus correction. Tandem technical support explained to customer that due to insulin on board (iob), the correction bolus was denied to prevent insulin stacking. Customer understood. Customer declined to troubleshoot bg level of 270 mg/dl. Customer stated that the cause for the high bg level was known but did not disclose the reason.